Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies since (B)(6) 2015 and receiving false low glucose alerts. The customer stated that the morning of the call, the insulin pump went into threshold suspend twice and her blood glucose was a little high. She treated with a bolus. Current blood glucose is 205 mg/dl and sensor reading was 97 mg/dl. Customer was advised to remove and change the sensor. The product would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor railed due to high readings.